Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device data logs confirmed ventilation stop events and found a single occurrence of system fault sf101 indicating an incorrect outlet pressure measurement. Based on all evidence and previous investigations of similar complaints, the investigation determined that the ventilation stop events and sf101 were most likely due to contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation intermittently. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that was stopping ventilation intermittently. Astral support went through the troubleshooting steps with the customer and recommended that the device be sent in for a service evaluation. The device was sent to a third party service center, the customer's internal service center, for evaluation. No device was returned to resmed for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation intermittently. There was no patient injury reported as a result of this incident.